Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on battery clip rails and received battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. Customer received another battery failed alarm after inserting a new battery. Customer completed a pump restart and inserted another battery. Battery failed alarm did not recur. Troubleshooting was performed for cosmetic damage. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to blank display. Unable to test for power problem-failed battery test alarm due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph or perform the history review 1 week prior to the event date 19-may-2025 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2 the motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. No damage noted on the belt clip rails however, other cosmetic damage was noted near the belt clip rail at the back of the pump. The pump was received with cracked case at the corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, faded serial number label and pillowing keypad overlay. Display anomaly-blank display confirmed. Power problem-failed battery test unknown. Upload error confirmed (unable to download history files and traces using thump due to blank display). Damage- belt clip damage or missing not confirmed, however, other cosmetic damage was noted near the belt clip at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.